Event description:
Information was received that a smiths medical general anesthesia circuit had an air leak during a pre-use check. No patient involvement.

Manufacturer narrative:
This is a corrective report on customer noted during precheck an air leak from the anesthesia circuit. The hazard code is not reportable to the FDA rmd-10001659.102-delay of therapy-hazsit.25, as this is a measure of prior to use and set up. Event discovered during routine set up and no patient involvement investigation was completed and customer complaint of air leak was verified. For remediation corrective actions will be addressed on CAPA 18mtij071. Updated fields b 1, b 4, b 5, g 7, h 1, h 2, h 3, h 6, h 10.

Event description:
Correction report is be sent on breathing/portex general anesthesia circuits . Summary in h 10.

Manufacturer narrative:
Additional information h3 and h6 device evaluation: the sample was received for investigation. A visual inspection of the sample found no discrepancies or damage. During functional testing, the circuit did not pass the leak test. The reported failure was confirmed. The root cause could not be established. A corrective and preventative action has been opened to address the reported issue. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Additional information h3 and h6 device evaluation: the sample was received for investigation. A visual inspection of the sample found no discrepancies or damage. During functional testing, the circuit did not pass the leak test. The reported failure was confirmed. The root cause could not be established. A corrective and preventative action has been opened to address the reported issue. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4). Corrected data: corrected information provided in d2.